Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed for the treatment of stones on (B)(6) 2024. During the procedure, the image of the spyscope ds ii was lost after five minutes of usage. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.